Event description:
It was reported that when the technologist came back from a portable study after an echo ultrasound procedure, the system booted with an unrecoverable error. The on-site biomed attempted to reload the software and upon reboot, the system beganshutting itself down. The studies were erased due to the software reload. The patient's exam was repeated on another ultrasound system. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Follow up #1 this supplemental report is being submitted to provide additional manufacturer narrative. It was found that the root cause of the system error was a failed psm3. The cause of the lost study was found to be due to sw re-installation attempt performed by the site biomedical engineer. Since the replacement was done by on-site biomedical engineer, the defective psm3 was not returned for investigation. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains the initial and fu#1